Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guide wire product ID: 7600ep product type: cardiac gating monitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the electrocardiogram (ECG) monitor was unable to capture the r wave; it was put on demo mode to bypass the issue. It was also reported that the guide wire kinked intraoperatively and was subsequently replaced. The catheter lumen was not flushed and the sheath was not aspirated or flushed prior to insertion of the replacement guide wire. The dysarthria resolved after two hours.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect pscc100 catheter, the patient experienced dysarthria four hours after the procedure ended. Imaging tests, including a computed tomography scan and magnetic resonance imaging (MRI) of the brain, were conducted. The MRI revealed small spots of ischemia in the brain and several small foci of recent cortico-subcortical ischemia on the right frontoparietal region more than the left, of emboligenic origin. The case was completed, and the patient was reported to have recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: pulsed field ablation catheter; product ID: 10fcc20 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.